Event description:
Baxter (B)(4) received a report of an intermate that had reportedly leaked after filling. During filling of the intermate, the line tubing began to leak. Numerous slits/slices were observed on the line, tubing, and cover cap. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 60 ml of fluid for evaluation. Visual examination of the unit confirmed that there were cuts on the tubing. The condition was due to cuts on the tubing. Microscopic examination of the cut mark showed a smooth surface on the cut, not a jagged surface. Based on the cut type morphology, the likely root cause of the reported cut condition is due to operator error during the handling of the unit. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.